Manufacturer narrative:
Product complaint # (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the box of device was marked with label stating "samples not intended for human use". No patient involvement. Additional information has been requested

Manufacturer narrative:
(B)(4). Investigation summary ==> two pouches were received for evaluation. The device received was manipulated. The pouches are not in the original sealed box. There is a "not for human use, for test only" red stamp marked on the backside of both pouches. A yellow sticker is also present on the backside of one pouch (this sticker is not used at evaluation site). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.